Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during an intervention in the 99% stenosed, heavily calcified, moderately tortuous left anterior descending coronary artery intervention a perforation occurred caused by an unspecified balloon dilatation catheter. A graftmaster covered stent system was advanced, but failed to cross into the perforation due to the anatomy. There was no adverse sequela or clinically significant delay. A non-abbott stent was used to successfully seal the perforation. No additional information was provided.